Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2011 in (B)(6) (type ii bone). Primary stability was not achieved. The implant was removed on (B)(6) 2012 due to swelling. Medical history: no significant findings.